Event description:
It was reported to medtronic minimed that the customer experienced blood at the insertion site and also reported a difference between sensor glucose and blood glucose values. The customer reported calibration not being accepted and a bent sensor. The event involved product(s) mmt-7040a. Troubleshooting was performed for the difference between sensor glucose and blood glucose values. The blood glucose value was 245 mg/dl and the sensor glucose value was 98 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for sensor alerts and confirmed the occurrence of change sensor alert. Troubleshooting was performed for bent sensor and confirmed the damage to the sensor cannula was bend. Troubleshooting was performed for site issues and confirmed no blood visible on sensor connector. No further patient complication was reported. Mmt-7040a was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and found needle bent inside sensor base causing needle hard to remove from sensor, unable to continue with functional testing due to sensor being damage. In summary, the customer complaint for bent sensor flex was confirmed. The customer compliant of unexpected senso alarms could not be confirmed due to sensor being damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.